Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of migration of essure device location of device: uterus, found one coil had migrated into endometrium in fragments (other coil removed)'), device breakage ('device breakage/patient with retained essure coil in left cornua/still have fragments of left essure causing me issues'), embedded device ('essure devices x 2 embedded in left cornua/migration of essure device location of device: left device migrated in the uterus') and genital haemorrhage ('gen. Abnormal . Bleed') in a 29-year-old female patient who had essure (batch no. 624103) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, fatigue, vomiting, stillbirth nos ((B)(6) 2011) in 2011, ectopic pregnancy with contraceptive device (2014) in 2014, pregnancy with contraceptive device (2011) in 2011, vaginal delivery, glucose tolerance abnormal, hay fever, endometrial polyp, mass, gestational diabetes and discolored stools. Family history: hypertension: mother. Impression normal growth and dvp of amniotic fluid . Previously unobtained/suboptimal views seen on this exam. Previously administered products included for an unreported indication: loestrin. Concurrent conditions included pregnancy ((B)(6) 2002, (B)(6) 2007), abdominal pain, vaginal pain, alopecia, cough, fever, sore throat, swallowing disorder, malaise, hydronephrosis, lower abdominal pain, upper abdominal pain, swelling nos, chorioamnionitis, pain in hip, low back pain, uti, nausea, discolored stools, peritonitis, thrombosis nos, weight loss, uterine bleeding, hyperplasia, gestational diabetes, stress, prehypertension, amenorrhea, knee pain, chicken breast, ankle sprain, pain ankle, ovarian cyst ruptured, hemoperitoneum, irregular menstruation and major depressive disorder. Family history included breast cancer. Concomitant products included calcipotriol (calcipotriene), drospirenone;ethinylestradiol (yasmin) from (B)(6) 2007 to (B)(6) 2008, ethinylestradiol;norethisterone acetate (loestrin) since (B)(6) 2007, ethinylestradiol;norgestimate (ortho tri-cyclen), ferrous sulfate, fluocinolone acetonide, fluocinonide since (B)(6) 2012, ibuprofen (motrin), ibuprofen since (B)(6) 2007, levonorgestrel (mirena) since (B)(6) 2016, metformin, paracetamol (tylenol) since (B)(6) 2007, sitagliptin phosphate (januvia) and triamcinolone since (B)(6) 2012. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain ("physical pain, pain/pain : pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("abnormal bleeding ( menorrhagia)/menorrhagia (heavy menstrual bleeding),"), 1 month after insertion of essure. In (B)(6) 2007, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications),"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), abdominal pain ("plaintiff claiming pain : abdominal"), back pain ("plaintiff claiming pain : back"), metrorrhagia ("metorhagia (bleeding b/w periods),"), genital haemorrhage (seriousness criterion medically significant) and headache ("headaches"). The patient was treated with surgery (right coil ¿ surgical and surgical removal of coil, partial right salpingectomy and oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, device breakage, embedded device, pregnancy with contraceptive device, vaginal haemorrhage, depression, anxiety, fatigue, weight increased and alopecia outcome was unknown and the pelvic pain, menorrhagia, migraine, abdominal pain, back pain, metrorrhagia, genital haemorrhage and headache had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2015. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device breakage, device expulsion, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she is interested in having essure entirely removed at this time mirena iud was placed in (B)(6) 2017 and is her current form of contraception. Current weight 216 lbs. Essure coil- explained that retained coil not dangerous. If bothersome, would recommend its removal but if asymptomatic, would leave in place to avoid surgery. Patient. Agrees with plan and will plan for its removal if develops pain. Plaintiff experienced another pregnancy on essure which was captured under 2019-146613, 2019-146615 and child case was captured under 2019-146616. Received treatment for pain : pelvic/ abdominal, back, bleeding : menorrhagia (heavy menstrual bleeding),metorhagia. (Bleeding b/w periods),gen. Abnormal . Bleed, breakage, migration, migraine, headaches. Discrepancy noted: essure removal date: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Bilateral occlusion. Pregnancy test - on (B)(6) 2011: plus hsg that showed that tube were blocked. Concerning the injuries reported in this case, the following one were described in patients medical record: depression, metal anguish, migraines, vaginal hemorrhage, menorrhagia, fatigue, weight gain, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: fu 7 and 8 processed together. Event :embedded device added. New reporters, concomitant conditions were added. On (B)(6) 2020: fu 7 and 8 processed together. Event verbatim added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of migration of essure device location of device: uterus, found one coil had migrated into endometrium in fragments (other coil removed)'), device breakage ('device breakage/patient with retained essure coil in left cornua/still have fragments of left essure causing me issues'), embedded device ('essure devices x 2 embedded in left cornua/migration of essure device location of device: left device migrated in the uterus') and genital haemorrhage ('gen. Abnormal . Bleed') in a 29-year-old female patient who had essure (batch no. 624103) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, fatigue, vomiting, stillbirth nos ((B)(6) 2011) in 2011, ectopic pregnancy with contraceptive device (2014) in 2014, pregnancy with contraceptive device (2011) in 2011, vaginal delivery, glucose tolerance abnormal, hay fever, endometrial polyp, mass, gestational diabetes and discolored stools. Family history: hypertension: mother. Impression normal growth and dvp of amniotic fluid . Previously unobtained/suboptimal views seen on this exam. Previously administered products included for an unreported indication: loestrin. Concurrent conditions included pregnancy ((B)(6) 2002, (B)(6) 2007), abdominal pain, vaginal pain, alopecia, cough, fever, sore throat, swallowing disorder, malaise, hydronephrosis, lower abdominal pain, upper abdominal pain, swelling nos, chorioamnionitis, pain in hip, low back pain, uti, nausea, discolored stools, peritonitis, thrombosis nos, weight loss, uterine bleeding, hyperplasia, gestational diabetes, stress, prehypertension, amenorrhea, knee pain, chicken breast, ankle sprain, pain ankle, ovarian cyst ruptured, hemoperitoneum, irregular menstruation and major depressive disorder. Family history included breast cancer. Concomitant products included calcipotriol (calcipotriene), drospirenone;ethinylestradiol (yasmin) from (B)(6) 2007 to (B)(6) 2008, ethinylestradiol;norethisterone acetate (loestrin) since (B)(6) 2007, ethinylestradiol;norgestimate (ortho tri-cyclen), ferrous sulfate, fluocinolone acetonide, fluocinonide since (B)(6) 2012, ibuprofen (motrin), ibuprofen since (B)(6) 2007, levonorgestrel (mirena) since (B)(6) 2016, metformin, paracetamol (tylenol) since (B)(6) 2007, sitagliptin phosphate (januvia) and triamcinolone since (B)(6) 2012. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain ("physical pain, pain/pain : pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("abnormal bleeding ( menorrhagia)/menorrhagia (heavy menstrual bleeding),"), 1 month after insertion of essure. In (B)(6) 2007, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications),"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), abdominal pain ("plaintiff claiming pain : abdominal"), back pain ("plaintiff claiming pain : back"), metrorrhagia ("metorhagia (bleeding b/w periods),"), genital haemorrhage (seriousness criterion medically significant) and headache ("headaches"). The patient was treated with surgery (right coil ¿ surgical and surgical removal of coil, partialright salpingectomy and oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, device breakage, embedded device, pregnancy with contraceptive device, depression, anxiety, fatigue, weight increased and alopecia outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, abdominal pain, back pain, metrorrhagia, genital haemorrhage and headache had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2015. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device breakage, device expulsion, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she is interested in having essure entirely removed at this time mirena iud was placed in (B)(6) 2017 and is her current form of contraception. Current weight 216 lbs. Essure coil- explained that retained coil not dangerous. If bothersome, would recommend its removal but if asymptomatic, would leave in place to avoid surgery. Patient. Agrees with plan and will plan for its removal if develops pain. Plaintiff experienced another pregnancy on essure which was captured under 2019-146613, 2019-146615 and child case was captured under 2019-146616 received treatment for pain : pelvic/ abdominal, back, bleeding : menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),gen. Abnormal . Bleed, breakage, migration, migraine, headaches. Discrepancy noted: essure removal date: (B)(6) 2014 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Bilateral occlusion.. Pregnancy test - on (B)(6) 2011: plus hsg that showed that tube were blocked. Concerning the injuries reported in this case, the following one were described in patients medical record: depression, metal anguish, migraines, vaginal hemorrhage, menorrhagia, fatigue, weight gain, depression, lot number:624103 manufacturing date:2007-04 expiration date:2009-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of migration of essure device location of device: uterus, found one coil had migrated into endometrium in fragments (other coil removed)'), device breakage ('device breakage/patient with retained essure coil in left cornua/still have fragments of left essure causing me issues'), embedded device ('essure devices x 2 embedded in left cornua/migration of essure device location of device: left device migrated in the uterus') and genital haemorrhage ('gen. Abnormal . Bleed') in a 29-year-old female patient who had essure (batch no. 624103) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, fatigue, vomiting, stillbirth nos ((B)(6) 2011) in 2011, ectopic pregnancy with contraceptive device (2014) in 2014, pregnancy with contraceptive device (2011) in 2011, vaginal delivery, glucose tolerance abnormal, hay fever, endometrial polyp, mass, gestational diabetes and discolored stools. Family history: hypertension: mother. Impression normal growth and dvp of amniotic fluid . Previously unobtained/suboptimal views seen on this exam. Previously administered products included for an unreported indication: loestrin. Concurrent conditions included pregnancy ( (B)(6) 2002, (B)(6) 2007), abdominal pain, vaginal pain, alopecia, cough, fever, sore throat, swallowing disorder, malaise, hydronephrosis, lower abdominal pain, upper abdominal pain, swelling nos, chorioamnionitis, pain in hip, low back pain, uti, nausea, discolored stools, peritonitis, thrombosis nos, weight loss, uterine bleeding, hyperplasia, gestational diabetes, stress, prehypertension, amenorrhea, knee pain, chicken breast, ankle sprain, pain ankle, ovarian cyst ruptured, hemoperitoneum, irregular menstruation and major depressive disorder. Family history included breast cancer. Concomitant products included calcipotriol (calcipotriene), drospirenone;ethinylestradiol (yasmin) from (B)(6) 2007 to (B)(6) 2008, ethinylestradiol;norethisterone acetate (loestrin) since (B)(6) 2007, ethinylestradiol;norgestimate (ortho tri-cyclen), ferrous sulfate, fluocinolone acetonide, fluocinonide since (B)(6) 2012, ibuprofen (motrin), ibuprofen since (B)(6) 2007, levonorgestrel (mirena) since june 2016, metformin, paracetamol (tylenol) since (B)(6) 2007, sitagliptin phosphate (januvia) and triamcinolone since (B)(6) 2012. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain ("physical pain, pain/pain : pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("abnormal bleeding ( menorrhagia)/menorrhagia (heavy menstrual bleeding),"), 1 month after insertion of essure. In (B)(6) 2007, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications),"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), abdominal pain ("plaintiff claiming pain : abdominal"), back pain ("plaintiff claiming pain : back"), metrorrhagia ("metorhagia (bleeding b/w periods),"), genital haemorrhage (seriousness criterion medically significant) and headache ("headaches"). The patient was treated with surgery (right coil ¿ surgical and surgical removal of coil, partialright salpingectomy and oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, device breakage, embedded device, pregnancy with contraceptive device, depression, anxiety, fatigue, weight increased and alopecia outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, abdominal pain, back pain, metrorrhagia, genital haemorrhage and headache had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2015. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device breakage, device expulsion, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she is interested in having essure entirely removed at this time mirena iud was placed in (B)(6) 2017 and is her current form of contraception. Current weight 216 lbs. Essure coil- explained that retained coil not dangerous. If bothersome, would recommend its removal but if asymptomatic, would leave in place to avoid surgery. Patient. Agrees with plan and will plan for its removal if develops pain. Plaintiff experienced another pregnancy on essure which was captured under (B)(4) and child case was captured under (B)(4). Received treatment for pain : pelvic/ abdominal, back, bleeding : menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),gen. Abnormal . Bleed, breakage, migration, migraine, headaches. Discrepancy noted: essure removal date: (B)(6) 2014 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Bilateral occlusion.. Pregnancy test - on (B)(6) 2011: plus hsg that showed that tube were blocked. Concerning the injuries reported in this case, the following one were described in patients medical record: depression, metal anguish, migraines, vaginal hemorrhage, menorrhagia, fatigue, weight gain, depression, lot number:624103 manufacturing date:2007-04 expiration date:2009-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: medical record received. No new information updated. Fu marked signi due to harmonization of imrdf/FDA codes error. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of migration of essure device location of device: uterus, found one coil had migrated into endometrium in fragments (other coil removed)'), device breakage ('device breakage/patient with retained essure coil in left cornua,') and pregnancy with contraceptive device ('pregnancy (no complications),') in a 29-year-old female patient who had essure (batch no. 624103) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, fatigue, vomiting, stillbirth nos (2011) in 2011, ectopic pregnancy with contraceptive device (2014) in 2014 and pregnancy with contraceptive device (2011) in 2011. Previously administered products included for an unreported indication: loestrin. Concurrent conditions included pregnancy ((B)(6)2002, (B)(6)2007), abdominal pain, vaginal pain, alopecia, cough, fever, sore throat, swallowing disorder, malaise, hydronephrosis, lower abdominal pain, upper abdominal pain, swelling nos, chorioamnionitis, pain in hip, low back pain, uti, nausea, discolored stools, peritonitis, thrombosis nos, weight loss, uterine bleeding, hyperplasia, gestational diabetes, stress, prehypertension, amenorrhea, knee pain, chicken breast, ankle sprain and pain ankle. Family history included breast cancer. Concomitant products included calcipotriol (calcipotriene), drospirenone;ethinylestradiol (yasmin) from (B)(6)2007 to (B)(6) 2008, ethinylestradiol;norethisterone acetate (loestrin) since (B)(6)2007, ethinylestradiol;norgestimate (ortho tri-cyclen), ferrous sulfate, fluocinolone acetonide, fluocinonide since (B)(6)2012, ibuprofen (motrin), ibuprofen since (B)(6)2007, levonorgestrel (mirena) since june 2016, metformin, paracetamol (tylenol) since (B)(6) 2007, sitagliptin phosphate (januvia) and triamcinolone since (B)(6)2012. On (B)(6)2007, the patient had essure inserted. On (B)(6)2007, the patient experienced pelvic pain ("physical pain, pain,"), vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("abnormal bleeding ( menorrhagia)"), 1 month after insertion of essure. On (B)(6)2008, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6)2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). On (B)(6)2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6)2017, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced alopecia ("hair loss"). The patient was treated with surgery (surgical removal of coil, partialright salpingectomy and oophorectomy). Essure was removed in (B)(6)2014. At the time of the report, the device expulsion, device breakage, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, fatigue, weight increased and alopecia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6)2015. The reporter considered alopecia, anxiety, depression, device breakage, device expulsion, fatigue, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she is interested in having essure entirely removed at this time mirena iud was placed in (B)(6)2017 and is her current form of contraception. Current weight 216 lbs. Essure coil- explained that retained coil not dangerous. If bothersome, would recommend its removal but if asymptomatic, would leave in place to avoid surgery. Patient. Agrees with plan and will plan for its removal if develops pain. Plaintiff experienced another pregnancy on essure which was captured under 2019-146613, 2019-146615 and child case was captured under 2019-146616. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Hysterosalpingogram - on (B)(6)2008: essure device was successfully occluded.. Pregnancy test - on (B)(6)2011: plus hsg that showed that tube were blocked. Concerning the injuries reported in this case, the following one were described in patients medical record: depression, metal anguish, migraines, vaginal hemorrhage, menorrhagia, fatigue, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-aug-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of migration of essure device location of device: uterus, found one coil had migrated into endometrium in fragments (other coil removed)'), device breakage ('device breakage/patient with retained essure coil in left cornua,'), pregnancy with contraceptive device ('pregnancy (no complications),') and genital haemorrhage ('gen. Abnormal . Bleed') in a 29-year-old female patient who had essure (batch no. 624103) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, fatigue, vomiting, stillbirth nos (2011) in 2011, ectopic pregnancy with contraceptive device (2014) in 2014 and pregnancy with contraceptive device (2011) in 2011. Previously administered products included for an unreported indication: loestrin. Concurrent conditions included pregnancy (B)(6) 2002, (B)(6) 2007), abdominal pain, vaginal pain, alopecia, cough, fever, sore throat, swallowing disorder, malaise, hydronephrosis, lower abdominal pain, upper abdominal pain, swelling nos, chorioamnionitis, pain in hip, low back pain, uti, nausea, discolored stools, peritonitis, thrombosis nos, weight loss, uterine bleeding, hyperplasia, gestational diabetes, stress, prehypertension, amenorrhea, knee pain, chicken breast, ankle sprain and pain ankle. Family history included breast cancer. Concomitant products included calcipotriol (calcipotriene), drospirenone;ethinylestradiol (yasmin) from (B)(6) 2007 to (B)(6) 2008, ethinylestradiol;norethisterone acetate (loestrin) since (B)(6) 2007, ethinylestradiol;norgestimate (ortho tri-cyclen), ferrous sulfate, fluocinolone acetonide, fluocinonide since (B)(6) 2012, ibuprofen (motrin), ibuprofen since (B)(6) 2007, levonorgestrel (mirena) since (B)(6) 2016, metformin, paracetamol (tylenol) since (B)(6) 2007, sitagliptin phosphate (januvia) and triamcinolone since (B)(6) 2012. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain ("physical pain, pain/pain : pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("abnormal bleeding ( menorrhagia)/menorrhagia (heavy menstrual bleeding),"), 1 month after insertion of essure. On (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced alopecia ("hair loss"), abdominal pain ("plaintiff claiming pain : abdominal"), back pain ("plaintiff claiming pain : back"), metrorrhagia ("metorhagia (bleeding b/w periods),"), genital haemorrhage (seriousness criterion medically significant) and headache ("headaches"). The patient was treated with surgery (surgical removal of coil, partial right salpingectomy and oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, device breakage, pregnancy with contraceptive device, vaginal haemorrhage, depression, anxiety, fatigue, weight increased and alopecia outcome was unknown and the pelvic pain, menorrhagia, migraine, abdominal pain, back pain, metrorrhagia, genital haemorrhage and headache had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2015. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device breakage, device expulsion, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she is interested in having essure entirely removed at this time mirena iud was placed in (B)(6) 2017 and is her current form of contraception. Current weight 216 lbs. Essure coil- explained that retained coil not dangerous. If bothersome, would recommend its removal but if asymptomatic, would leave in place to avoid surgery. Patient. Agrees with plan and will plan for its removal if develops pain. Plaintiff experienced another pregnancy on essure which was captured under (B)(4) and child case was captured under (B)(4) received treatment for pain : pelvic/ abdominal, back, bleeding : menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),gen. Abnormal . Bleed, breakage, migration, migraine, headaches diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Bilateral occlusion.. Pregnancy test - on (B)(6) 2011: plus hsg that showed that tube were blocked. Concerning the injuries reported in this case, the following one were described in patients medical record: depression, metal anguish, migraines, vaginal hemorrhage, menorrhagia, fatigue, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received ¿ new events pain: abdominal, back, metorhagia (bleeding b/w periods), gen. Abnormal. Bleed, headaches was added. Outcome of pelvic pain, menorrhagia (heavy menstrual bleeding) and migraine were updated from unknown to resolved. Product information essure removal date was updated. Lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of migration of essure device location of device: uterus, found one coil had migrated into endometrium in fragments (other coil removed)'), device breakage ('device breakage / patient with retained essure coil in left cornua,') and pregnancy with contraceptive device ('pregnancy (no complications),') in a (B)(6) year-old female patient who had essure (batch no. 624103) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, fatigue, vomiting, stillbirth (2011) in 2011, ectopic pregnancy with contraceptive device (2014) in 2014 and pregnancy with contraceptive device (2011) in 2011. Previously administered products included for an unreported indication: loestrin. Concurrent conditions included pregnancy ((B)(6) 2002, (B)(6) 2007), abdominal pain, vaginal pain, alopecia, cough, fever, sore throat, swallowing disorder, malaise, hydronephrosis, lower abdominal pain, upper abdominal pain, swelling nos, chorioamnionitis, pain in hip, low back pain, uti, nausea, discolored stools, peritonitis, clot blood, weight loss, uterine bleeding, hyperplasia, gestational diabetes, stress, pre-hypertension, amenorrhea, knee pain, chicken breast, ankle sprain and pain ankle. Family history included breast cancer. Concomitant products included calcipotriol (calcipotriene), drospirenone; ethinylestradiol (yasmin) from (B)(6) 2007 to (B)(6) 2008, ethinylestradiol; norethisterone acetate (loestrin) since (B)(6) 2007, ethinylestradiol; norgestimate (ortho tri-cyclen), ferrous sulfate, fluocinolone acetonide, fluocinonide since (B)(6) 2012, ibuprofen (motrin), ibuprofen since (B)(6) 2007, levonorgestrel (mirena) since (B)(6) 2016, metformin, paracetamol (tylenol) since (B)(6) 2007, sitagliptin phosphate (januvia) and triamcinolone since (B)(6) 2012. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain ("physical pain, pain,"), vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("abnormal bleeding ( menorrhagia)"), 1 month after insertion of essure. On (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced alopecia ("hair loss"). The patient was treated with surgery (surgical removal of coil, partial right salpingectomy and oophorectomy). Essure was removed in (B)(6) 2014. At the time of the report, the device expulsion, device breakage, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, fatigue, weight increased and alopecia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2015. The reporter considered alopecia, anxiety, depression, device breakage, device expulsion, fatigue, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she is interested in having essure entirely removed at this time mirena iud was placed in (B)(6) 2017 and is her current form of contraception. Current weight (B)(6) lbs. Essure coil- explained that retained coil not dangerous. If bothersome, would recommend its removal. But if asymptomatic, would leave in place to avoid surgery. Patient. Agrees with plan and will plan for its removal if develops pain. Plaintiff experienced another pregnancy on essure which was captured under (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Pregnancy test - on (B)(6) 2011: plus hsg that showed that tube were blocked. Concerning the injuries reported in this case, the following one were described in patients medical record: depression, metal anguish, migraines, vaginal hemorrhage, menorrhagia, fatigue, weight gain. Most recent follow-up information incorporated above includes: on 26-jul-2019: pfs& mr received reporter information, lot no was added. Case become incident new event pregnancy with contraceptive device, device ineffective vaginal hemorrhage, menorrhagia, depression, metal anguish, migraines, migration of essure device location of device: uterus, found one coil had migrated into endometrium in fragments (other coil removed, device breakage, fatigue, weight gain, hair loss. Concomitant drugs and medical history was added. Lab test date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of migration of essure device location of device: uterus, found one coil had migrated into endometrium in fragments (other coil removed)'), device breakage ('device breakage/patient with retained essure coil in left cornua/still have fragments of left essure causing me issues'), embedded device ('essure devices x 2 embedded in left cornua/migration of essure device location of device: left device migrated in the uterus') and genital haemorrhage ('gen. Abnormal . Bleed') in a 29-year-old female patient who had essure (batch no. 624103) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, fatigue, vomiting, stillbirth nos (B)(6)2011) in 2011, ectopic pregnancy with contraceptive device (2014) in 2014, pregnancy with contraceptive device (2011) in 2011, vaginal delivery, glucose tolerance abnormal, hay fever, endometrial polyp, mass, gestational diabetes and discolored stools. Family history: hypertension: mother. Impression normal growth and dvp of amniotic fluid . Previously unobtained/suboptimal views seen on this exam. Previously administered products included for an unreported indication: loestrin. Concurrent conditions included pregnancy (B)(6) 2002, (B)(6) 2007), abdominal pain, vaginal pain, alopecia, cough, fever, sore throat, swallowing disorder, malaise, hydronephrosis, lower abdominal pain, upper abdominal pain, swelling nos, chorioamnionitis, pain in hip, low back pain, uti, nausea, discolored stools, peritonitis, thrombosis nos, weight loss, uterine bleeding, hyperplasia, gestational diabetes, stress, prehypertension, amenorrhea, knee pain, chicken breast, ankle sprain, pain ankle, ovarian cyst ruptured, hemoperitoneum, irregular menstruation and major depressive disorder. Family history included breast cancer. Concomitant products included calcipotriol (calcipotriene), drospirenone;ethinylestradiol (yasmin) from (B)(6) 2007 to (B)(6) 2008, ethinylestradiol;norethisterone acetate (loestrin) since (B)(6) 2007, ethinylestradiol;norgestimate (ortho tri-cyclen), ferrous sulfate, fluocinolone acetonide, fluocinonide since (B)(6) 2012, ibuprofen (motrin), ibuprofen since (B)(6) 2007, levonorgestrel (mirena) since (B)(6) 2016, metformin, paracetamol (tylenol) since (B)(6) 2007, sitagliptin phosphate (januvia) and triamcinolone since (B)(6) 2012. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain ("physical pain, pain/pain : pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("abnormal bleeding ( menorrhagia)/menorrhagia (heavy menstrual bleeding),"), 1 month after insertion of essure. In (B)(6) 2007, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications),"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), abdominal pain ("plaintiff claiming pain : abdominal"), back pain ("plaintiff claiming pain : back"), metrorrhagia ("metorhagia (bleeding b/w periods),"), genital haemorrhage (seriousness criterion medically significant) and headache ("headaches"). The patient was treated with surgery (right coil ¿ surgical and surgical removal of coil, partialright salpingectomy and oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, device breakage, embedded device, pregnancy with contraceptive device, depression, anxiety, fatigue, weight increased and alopecia outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, abdominal pain, back pain, metrorrhagia, genital haemorrhage and headache had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6)2015. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device breakage, device expulsion, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she is interested in having essure entirely removed at this time mirena iud was placed in (B)(6) 2017 and is her current form of contraception. Current weight 216 lbs. Essure coil- explained that retained coil not dangerous. If bothersome, would recommend its removal but if asymptomatic, would leave in place to avoid surgery. Patient. Agrees with plan and will plan for its removal if develops pain. Plaintiff experienced another pregnancy on essure which was captured under (B)(4) and child case was captured under (B)(4). Received treatment for pain : pelvic/ abdominal, back, bleeding : menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),gen. Abnormal . Bleed, breakage, migration, migraine, headaches. Discrepancy noted: essure removal date: (B)(6) 2014 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Bilateral occlusion.. Pregnancy test - on (B)(6) 2011: plus hsg that showed that tube were blocked. Concerning the injuries reported in this case, the following one were described in patients medical record: depression, metal anguish, migraines, vaginal hemorrhage, menorrhagia, fatigue, weight gain, depression, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of vaginal hemorrhage updated as recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.